Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 83 mg/dl at the time of admission. The customer was in a car accident as a result of the low. The customer used candy to treat. The customer experienced symptoms such as dizziness, tunnel vision, and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer also stated that they went high and possibly lost consciousness due to dehydration. The customer stated that a possible pump malfunction may have caused the low. Troubleshooting was not completed as this was a past event. The customer was waking up with blood glucose levels of 40 to 60 mg/dl before the incident, and had to rush to get treatment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and delivery accuracy test due to prime/fill anomaly. Unit had chipped paint on the keypad overlay graphics layer at the express bolus, esc, act, up arrow and down arrow buttons.